Event description:
The penumbra system reperfusion catheter 041 was used to aspirate thrombus for 20 to 30 minutes then the physician decided to use the merci retrieval system. The physician then decided to switch back to using the penumbra system 041. When the physician attempted to insert the psc041, an oval deformation of the catheter shaft approximately 10 cm from the rhv prevented advancement of the separator 041 into the catheter and the procedure was stopped. It was noted that the catheter deformation may have occurred due to overtightening of the rotating hemostatic valve (rhv) too tight on the catheter when attaching to the guide catheter.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device disposed of by hospital.